Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and a hypoglycemic event. It was reported that the patient had a low blood glucose (bg) reading around 30 mg/dl and was not feeling too good. The cgm was reading 198 mg/dl. The patient's husband called the emergency medical technicians (emt) and the emt arrived at the patient's home around 9:30pm. The patient was administered a glucagon shot and their bg levels were back to normal after the glucagon shot. The patient did not have to go to the hospital. At the time of contact, the patient as doing well. No additional or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The patient was taking medication containing acetaminophen. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol).